Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The device was received with cracked case at display window corner, broken reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 197 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.